Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was getting 113 (reduced water temperature control) alert during use, data file shows the mixing pump having intermittent issues, recommending 2000 hour preventive maintenance since the device has 3829 system hours. Per follow up information received via phone on 04jun2024, customer states that they had ordered the mixing pump. They need to repair the device. Once the parts arrive, they would replace it and return the device to service. The device will not be sent in for evaluation.

Event description:
It was reported that biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts during use, data file shows the mixing pump having intermittent issues, recommending the 2000 hour preventive maintenance since the device has 3829 system hours. Per follow up information received via phone on 04jun2024, customer states that they had ordered the mixing pump. They needs to repair the device. Once the parts arrive, they would replace it and return the device to service. The device will not be sent in for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Unit not cooling was not reproduced in during decon nor service depot evaluation. Performed pm procedure. Weak suction. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, t.i.m. Bracket, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts during use, data file shows the mixing pump having intermittent issues, recommending the 2000-hour preventive maintenance since the device has 3829 system hours. Per follow up information received via phone on 04jun2024, customer states that they had ordered the mixing pump. They need to repair the device. Once the parts arrive, they would replace it and return the device to service. The device will not be sent in for evaluation. Per sample evaluation results on 11nov2024, low flow and fill issue due to failed circulation pump.